Event description:
According to the reporter: surgeon inserted and inflated oms-xb2. He deflated and when removing the device the dissection balloon had detached from the device and remained inside the pt. Surgeon had to use forceps to remove the balloon which upon examination had not inflated on one side. Pt outcome: no impact on outcome.

Manufacturer narrative:
(B)(4).